Manufacturer narrative:
PMA/510(k) #: k162717. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: the evo-20-25-12.5-e of lot number c1474561 was unavailable for evaluation. 1. What is the reorder number of the wire guide used with this device? Medwork 2. If not with the device in question, how was the procedure finished? Procedure was finished with the device in question, complaint came up two days later. For complaints occurring during use (once in contact with patient) also ask: 3. What is the endoscope manufacturer and model number that was used during the procedure? Olympus gif-xp-180-n 4. Had dilation of the stricture been performed prior to stent placement? No 5. What was the diameter of the stricture at the time of stent placement (in mm)? N/a, a nasal endoscope could not be passed through, but the stent went through easily 6. What was the length of the stricture at the time of stent placement (in cm)? 7cm 7. Please describe the location in the body where the stent was to be placed. Stenosis of the esophagus, ca. 6 cm away from pharynx 8. Was resistance encountered when advancing the wire guide through the stricture? No 9. Was resistance encountered when advancing the introducer and stent into position? No 10. Did any section of the device detach inside the patient? No 11. After placement, was stent position verified? If yes, please describe how. Yes, fluoroscopically 12. After placement, was the endoscope advanced through the stent? No 13. Please estimate amount of time the stent was in place prior to this occurrence. 2 days 14. Did the patient undergo chemotherapy or radiation treatments after stent placement? Yes 1. Can they clarify what is meant by dislocated? The stent is dislocated in the stomach. 2. When was the problem identified? Two days after the implantation 3. Were any difficulties encountered during the procedure when the stent was placed, if so please explain. No, the stent was in a good position. 4. What is the patient outcome? The patient was transported to the mhh hannover. 5. Will the patient require any additional procedures? Requested. 6. Also, can you please ask if the perforation in the stomach was as a result of the stent migrating or was it linked to something else? The patient had a chemotherapy, so we don´t know that the stents was the reason for this. With the information provided a document based investigation was carried out. From the additional information provided it could not be determined if the perforation was as a result of stent migration. Information was provided that the patient had chemotherapy. As per the instructions for use, after stent placement, alternative methods of treatment such as chemotherapy and radiation should not be administered as this may increase risk of stent migration due to tumour shrinkage, stent erosion, and/or mucosal bleeding. The patient had the following pre-existing conditions: tumoral stenosis in the upper esophagus, length ca. 7 cm there is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. Root cause: there was no device returned for investigation, and no images available for review therefore a definite root cause could not be determine. However, as per the instructions for stent migration is listed as a complication following the placement of this device. Also, as per the instructions for use, precautions section, it is stated that after stent placement, alternative methods of treatment such as chemotherapy and radiation should not be administered as this may increase risk of stent migration due to tumour shrinkage, stent erosion, and/or mucosal bleeding. It is detailed in the additional questions that the patient underwent chemotherapy treatment after stent placement so this is a potential root cause. Document review: a review of the relevant manufacturing records for the evo-20-25-12.5-e of lot number c1474561 revealed no discrepancies that could have contributed to this complaint issue. Prior to distribution all evo-20-25-12.5-e devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is no evidence to suggest that this issue affects the entire lot c1474561; upon review of complaints this failure mode has not occurred previously with this lot c1474561. IFU review: as per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". Also, as per the instructions for use, precautions section, it is stated that ¿after stent placement, alternative methods of treatment such as chemotherapy and radiation should not be administered as this may increase risk of stent migration due to tumour shrinkage, stent erosion, and/or mucosal bleeding¿. On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. Summary: there is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is being submitted as the stent migrated and perforation occurred. Intervention was required to prevent permanent injury/impairment. The stent is dislocated. Product wont return. Still remaining in patient. First procedure at (B)(6). They used a nasal endoscope to check the position of the stenosis. They couldn't pass the stenosis with this device. When implanting the stent everything was ok, the stent could be pushed easily through the stenosis. The customer controlled fluoroscopically that the position of the stent was ok, a passage of the freshly placed stent was not possible. When controlling two days later ((B)(6)) the stent was migrated downwards (gastric direction) and they found a perforation in the stomach. This perforation was closed surgically in a tertiary referral center ((B)(6)). On (B)(6): patient back in (B)(6) in quite good condition.